Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose levels of 530 mg/dl and 460 mg/dl. They removed the infusion set and found that the cannula was bent. They treated their high blood glucose with a bolus from the insulin pump. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.